Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The issue has been confirmed in problem description. Service report and device logs were not available for further analysis. According to the information provided by the field service engineer (fse), it was found the o2 nozzle unit was defective. No part was returned for analysis. The root cause of the issue has not been determined.

Event description:
Manufacturer ref.#: (B)(4).